Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci hysterectomy for pelvic pain and menorrhagia procedure on (B)(6) 2011. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2011 the patient presented with a 1cm area at the top of the vagina that was bleeding and causing painful intercourse. This area was revised in surgery and found to be an area of adhesion of the sigmoid colon including sigmoid epiploica to the top of the cuff. This area was dissected out and the edges of the vagina refreshed and closed. No further clinical information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event.a follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.